Manufacturer narrative:
Method: risk assessment. Results: the reported product was not returned and therefore unable to confirm the reported event. Conclusion: the root cause cannot be determined as the product was not returned for evaluation and no lot number was provided.

Event description:
It was reported that while placing a screw into the cage, the screw stopped advancing and the locking ring on the screw broke. The appropriate guide was being used. The hole for the screw had been prepared with both an awl and drill.

Event description:
It was reported that while placing a screw into the cage, the screw stopped advancing and the locking ring on the screw broke. The appropriate guide was being used. The hole for the screw had been prepared with both an awl and drill.